Event description:
During a laparoscopic splenectomy procedure, after 1 hour of use the active blade of the instrument changed its color to black, burning the plastic side of the inactive jaw, so the generator gave a signal of failure. There was no reported patient consequence.